Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 25mm epic valve was chosen for a aortic valve replacement (avr) procedure. The valve was implanted. On an unknown date, patient presented with shortness of breath and it was noted patient had aortic valve (av) peak gradient was 33/22 mmhg. The patient was reoperated and a new 25mmsjm masters series valve expanded cuff was implanted. The patient was reported discharged.

Manufacturer narrative:
Explant of the valve due to stenosis and shortness of breath was reported. The investigation found that the inflow and outflow surfaces are unremarkable. The sewing cuff was intact. There is patchy pannus formation that is limited to the sewing cuff. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.